Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-04. Investigation summary: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter was observed. There was spots of black and brown embedded foreign matter particles at the bottom of the barrel and collar area. The particles appeared to be burnt plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose any risk. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd preset¿ eclipse¿ experienced foreign matter on device cannula / needle / syringe or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the package, it was found that there is foreign matter inside the barrel.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd preset" eclipse" experienced foreign matter on device cannula / needle / syringe or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the package, it was found that there is foreign matter inside the barrel."